Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 12/07/2015.

Event description:
A customer reported an event of a mist emitting from the sterrad nx sterilizer. Two healthcare workers (hcws) experienced reactions of respiratory reaction and eye irritation. The hcws did not seek or receive any medical attention/treatment. The symptoms are reported to have lasted overnight and both hcws are no longer experiencing any reactions. The customer was advised to turn the unit off and leave the room until the mist has cleared before re-entering. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (06/05/2015 to 12/02/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp converter and oil mist filter were not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the catalytic decomp converter and oil mist filter. The field service engineer replaced these part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.